Event description:
It was reported that, during a left knee meniscus repair, the ultra fast-fix t2 implant had a deployment problem. The t1 implant was left secured in the patient and t2 was removed by suction. Surgery was completed with a back-up device instead. There was a surgical delay of less than 30 minutes, and no further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a left knee meniscus repair, the ultra fast-fix t2 implant had a deployment problem. The t implants was removed by suction from the patient. Surgery was completed with a back-up device instead. There was a surgical delay of less than 30 minutes, and no further complications were reported.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection revealed it was returned in original packaging with the batch number of the complaint on the label. The t1, t2, and suture were returned off the device and deployed through the blue cannulated guide. The needle has been bent to a 45-degree angle. The variable depth straw has been trimmed. There is no evidence of bio debris on the implants, suture, or device. A functional evaluation could not be performed because both implants have already been deployed and the device has been damaged. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences. Based on this investigation, there is no evidence to suggest a design, material or manufacturing issue. Therefore, the need for corrective action is not indicated.